Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the solid state drive (ssd) of the navigation system was replaced. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional. Evaluation codes in section h apply to this testing. The ssd was returned to the manufacturer for analysis, the results were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site went to register the patient the system would not register. They tried to reboot the system unsuccessfully. The site brought in the fusion compact to complete the case. After the procedure the manufacturer representative received the ssd from a case prior on this system they replaced it and used the system as intended. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.